Event description:
It was reported that the patient received two inappropriate hv therapies for atrial fibrillation with rapid ventricular response being misdiagnosed as vt due to programming. Programming changes were made. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.